Event description:
This is a non-us event. This occurred in canada. Consumer reported via email that prior to insertion of a tampon she noticed the string was not attached to the pledget but instead was laying in the package. She did not use the tampon so there was no medical attention required and no adverse health effects.

Manufacturer narrative:
The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide a UDI number or model. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.